Manufacturer narrative:
One cassette set was received for evaluation. Visual inspection of the device did not show any defects. Functional testing was performed and the device primed without difficulty. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that when priming a new tubing and bag once the medication reached the filter it would not prime anymore. The pump kept making a clicking noise, however it did not prime the tubing to the end. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07719 is no longer considered reportable, please disregard any MDR reports associated with it.